Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation following the reported event of difficulty connecting to the battery clips. The reported connection difficulty was reproduced with the returned 14v battery clips (lot number: 8902226) and was determined to be related to an issue with the threads on the 14v battery clips. The system controller was connected to test 14v battery clips and to a test power module patient cable without issue. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ under ¿guidelines for power cable connectors¿ explain how to properly connect and disconnect power cable connectors, including how to tighten the connector nut. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant on (B)(6) 2023, it was noted that the controller's black power cable had a tight, difficult connection when connecting to power. At the time of the implant, the customer did not exchange the controller. The issue did not improve, and the controller was exchanged on (B)(6) 2023; however, it was noted that although there was an improvement in the difficult connection following the controller exchange, there was still a threading issue when the patient connected to their battery clips. The customer was not sure if the battery clips had damaged the controller or if the controller had damaged the battery clips. The battery clips were also exchanged and the connection issue resolved.